Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the vitrectomy probe was connected to the system, a low cut rate was indicated and the cutting function could not be activated properly, two subsequent replacements were attempted however, even when the cut rate was reduced to 3000 cuts per minute (cpm), the device still did not cut or aspirate properly during vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.